Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient¿alleges that her (B)(6) handset adjusts her stim down on its own. The patient stated this occurs in the time in-between checking her ins with her handset. The caller states he was notified tuesday and had her check and she was on prog 1 @ 2.5v. The caller checked with patient yesterday and it was noted she was on the same program and voltage. The caller stated the last time the patient alleges this occurred was when she was in the hospital and rep noted the ins voltage could have been adjusted normally by her/someone at that time. Tss reviewed that the patient can keep a log of this if she thinks it continues to occur and logs/reports can be generated when rep is with the patient to corroborate.